Event description:
According to the reporter: occurred during a lap. Right hemicolectomy. During the third firing, at side-to-side anastomosis, when the surgeon removed the fired reload from the tissue unformed staples were attached to the cartridge. The surgeon used a new reload to resect that tissue. The surgeon recognized that fired only by 45mm with the malfunctioning reload. Additional tissue resection was required. No patient injury.